Event description:
It was reported that this event involved a male premature baby delivered 2004, by caesarean, due to his failing condition. Md inserted catheter from his umbilical cord. Respiration & blood circulation remained very poor so baby was transported to bokutoh hospital that evening. Eight days later, md decided to remove catheter using two tweezers; resistance was met. As a result, force was used causing catheter to "separate" in two. Ultra sound & x-ray confirmed separation. Surgery was performed to open abdomen to remove catheter in nicu. Catheter had migrated to heart & at that time could not be removed. Infant was transferred to the hospital where open heart surgery was performed & catheter was successfully removed, leaving scars on both abdomen & chest. Infant was in good, stable condition.

Manufacturer narrative:
Clinician stated catheter appeared to have separated due to a sharp material which seemed to have cut catheter. Arrow was first notified of this situation in 2007. A follow-up report will be filed if more information becomes available.